Event description:
The patient reported there is often insulin and blood beneath the adhesive of the infusion site. The patient stated the infusion site had been in use for 2 days and he noticed elevated blood glucose and he changed the infusion set. The patient experienced elevated blood glucose of up to 322 mg/dl. The patient's normal blood glucose range is 100-150 mg/dl. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.